Manufacturer narrative:
The facility reported that the sample port on the catheter broke while retrieving a urine sample when the syringe was inserted into the port. They were not able to provide any details beyond that. The catheter was removed and replaced. It is unknown if the correct syringe was used to obtain the sample. It is unknown how long the catheter had been in place. The facility confirmed that no patient injury resulted. There was no additional intervention. The sample was not returned for evaluation and no photos were received. The actual lot number was not provided. A root cause has not been determined. Due to the reported incident, a medwatch is being filed.

Event description:
It was reported that the sample port on the catheter broke while retrieving a urine sample.